Event description:
The international customer reported the ventilator had an oxygen flow problem. The customer reported the ventilator was in use on a patient and there was no patient harm. The facility biomedical technician reported review of the device diagnostic history indicated oxygen pressure calibration error, data acquisition failure, and oxygen device failure occurrences. The failures as noted may result in a vent inop condition and loss of oxygen source. The ventilator continues to provide ventilatory support to the patient using an air gas source. Loss of the oxygen source can be detrimental to a patient. Vent inop is a high priority condition that precludes safe operation of the ventilator. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The patient must be placed on another means of ventilatory support. The manufacturers service engineer replaced the data acquisition pcb board and oxygen solenoid valve to address the reported problem. Applicable final testing was performed per operating specifications.